Event description:
It was reported that the asymptomatic patient presented to the clinic for follow-up. Non-sustained lead noise due to post-paced t-wave oversensing was observed via stored egm. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.